Manufacturer narrative:
Correcting h-5 as this is a single use product. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The customer will not return the device for evaluation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported during a holep procedure on (B)(6) 2024, the surgeon stated the bipolar high frequency cord gave an arc of energy on his hand. The surgeon was able to complete the procedure with no patient injury or injury to surgon.

Manufacturer narrative:
Per investigation by the manufacturing site: most probable root cause: aging/ wear and tear. Due to the age of the cable (manufactured in july 2021) it can be assumed that the reuse of 20 cycles was achieved. Therefore, the electrical safety was no longer given which leads to the assumed defect on the plug. Most likely the plug of the cable does have some bad contact to the instrument. The high current, provided by the hf generator, leads the bad connection to spark and consequently the isolation to break. A s a result, the user felt an arc of energy. The IFU calls out a check of the product before using. A defect of the cable could not be detected necessarily even the check is proceeded correctly. It is more the customers responsibility to check the numbers of reuses of the cable. Therefore, the defect can be rated as wear and tear as well as user fault. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Per investigation by the manufacturing site: based on the customer's description, it can be assumed that the cutting loop was damaged in the distal area. The reason for this could be, for example, that the tensile force on the loop was too high without the hf current being activated, or that, on the other hand, the activation time was too long and the wire was burnt through as a result. The instructions for use indicate the correct handling. However, based on complaints in the past, it can be assumed that the user caused the error. The defective article was not sent in, so the condition and batch of the item are not known and cannot be examined more closely. This event is filed under internal complaint ID (B)(4).